Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) failed to perform compressions and displayed user advisory (ua) 18 (max take-up revolution exceeded) error message" was confirmed based on the review of the archive data and during functional testing. The reported complaint of "the autopulse platform failed to perform compressions and displayed fault code 16 (timeout moving to take-up position) error message" was confirmed based on the review of the archive data but was not confirmed during functional testing. The root cause of both error messages was the defective load cell modules, likely attributed to mishandling such as a drop or defective components. There were no physical damages observed on the returned autopulse platform during the visual inspection. The archive data review showed multiple ua18 (max take-up revolution exceeded) and fault code 16 (timeout moving to take-up position) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. During functional testing, the autopulse platform failed to execute take-up due to the ua18 error message; thus, confirming the reported complaint. The reported fault code 16 error could not be replicated during the functional testing. User advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed (when the user pressed the start button), the driveshaft moved the lifeband past the maximum allowable take-up depth without detecting load change at the load plates. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The ua18 is also observed when the autopulse platform detects that the patient's chest is too small while sizing the patient (take-up), or when the autopulse platform detects no weight present on the platform. In this case, ua18 occurred because there was no weight detected on the load cells when the platform was powered on and the start button was pressed. Further investigation revealed that the autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to no weight change detected on the load cells. This resulted in the autopulse platform displaying the fault code 16 error. Load cell characterization test results confirmed that both load cell modules were over-reported, which triggered the ua18 and fault code 16 error messages. The defective load cell modules were replaced to remedy the faults. Further functional testing revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4)) failed to perform compressions and displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 18 (max take-up revolution exceeded) error messages. The customer was unable to clear the error codes and switched to manual CPR until the patient got a pulse. No consequences or impact to the patient. In addition, it was reported that the lifeband (lot # unknown) was torn. No further information was provided. Per customer, it is unknown when the lifeband got torn. Please see the following related MFR report: MFR # 3010617000-2021-00142 for the lifeband (lot # unknown).